Event description:
A nurse reported during an intraocular lens implant procedure, the lens did not expel from the cartridge correctly and was removed from the patient's eye and a new lens was used to complete the procedure. No harm done to patient, just a delay in case time. Additional information has been requested.

Manufacturer narrative:
The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger has been fully advanced outside the nozzle tip. Stress and aneurysm observed on the nozzle tip. No lens returned. A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).